Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR report#1627487-2016-04696. Reference MFR report#1627487-2016-04694. It was reported the patient previously underwent surgical intervention during which time the entire peripheral scs system was explanted due to infection at the leads and ipg site. Culture results identified the infection as pseudomonas. Subsequently, the issue resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report#1627487-2016-04696. Reference MFR report#1627487-2016-04694. Additional information received clarifying only the leads were explanted on (B)(6) 2014 and not the entire scs system. The ipg was explanted on (B)(6) 2015.